Event description:
The complainant had placed a impella 5.5 pump to support the patient admitted in with cardiac history, cardiomyopathy, and being put on the transplant list. The patient had the 5.5 support ongoing when there was pain at the site and fever. There was no noted intervention or premature explant. Additionally, there was a leak and pump was "sticky" but no site of purge sidearm/reservoir leak was observed or troubleshot. The pump remained on until successful weaning and the patient survived.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for evaluation. Pain: clinical details noted patient was experiencing some pain at impella site but was managed with medication. The cause of the injury was not determined due to insufficient clinical details. Fever: the root cause of the injury was unable to be determined due to insufficient clinical details. Purge leak - pump: the cause of the purge leak - pump could not be determined as no product was returned for evaluation. Device history review: the device passed all the post sterile inspection checks.